Event description:
In 2008, the patient underwent a high tibial osteotomy with the numelock tibial plate. On (B)(6) 2010, the patient's bone healed. During removal, it was noticed that the plate was broken. The first surgery, the femorotibial angle of patient was about 170 plus minutes 2 degrees. However, the surgeon found the femorotibial angle of patient was changed in the same month. The surgeon requested the investigation of the plate and screws and he requested the opinion of medical consultant by x-ray.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.